Event description:
It was reported that the patient had a worsening or exacerbation of a preexisting condition of constipation. The patient symptoms were reported as severe constipation and abdominal pain that was contributory to the subject not being able to void. Intervention was noted as fleet enema, placement of a foley catheter, and magnesium citrate 30 mil po prn. The patient outcome was noted as resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v546412, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).